Event description:
Caller reported an issue where they were unable to see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on removing air from the cartridge before filling it, guided them through filling and loading a new cartridge, and the problem was resolved with the appearance of insulin drops after completing the step. Additionally, cartridges were to be replaced to prevent recurrence.